Manufacturer narrative:
Approximate age of device: 1 year, 10 months. The device was returned to the manufacturer for evaluation. Although a root cause for the reported event could not conclusively be determined through this evaluation, thrombus formations were confirmed during the evaluation of the returned lvad pump. Examination of the pump upon disassembly revealed tissue-like depositions admixed with loosely clotted blood within the sealed inflow conduit flex section, inlet elbow, the outflow graft, and the outflow elbow, as well as along the rotor body. These unstructured depositions appeared consistent with poor surface washing due to a low flow state. Additionally, their lack of lamination and denaturation suggests that the observed depositions formed acutely. A root cause for the development of these depositions could not conclusively be determined through this evaluation. Upon removal of the observed depositions, the device was cleaned. The pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use list thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that support was withdrawn due to respiratory failure and acute respiratory distress syndrome. The vad coordinator stated that they did not suspect there were any issues with the pump. No alarms were reported. During investigation of the returned device, depositions were found within the pump.